Event description:
It was reported that the marker is not deploying into the biopsy site. The doctor used two different markers that were unsuccessfull in the deployment process. There were no patient concesquesces reported.

Manufacturer narrative:
(B)(4). (B)(4). Clear tip sheared at distal tip the analysis results found that the mrm4008 device was received with the introducer tube detached and the tip sheared off. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. A batch record review was performed and no anomalies were found during the manufacturing process.